Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 04-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) 4mg/day 7.5 mg/ml via an implantable pump. It was reported that the catheter did not have flow and migrated down two levels from the original placement. The cause of the event was unknown. A catheter access port was attempted to aspirate and it was unsuccessful. A catheter revision was conducted, and new catheter was placed. The old catheter was discarded. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) 7.5 mg/ml 4mg/day via an implantable pump. It was reported that the catheter did not have flow and migrated down two levels from the original placement. The cause of the event was unknown. Aspiration from the catheter access port was attempted but unsuccessful. A catheter revision was conducted, and new catheter was placed. The old catheter was discarded. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Updated b5/rfr/imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.